Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer¿s caregiver reported that the low glucose alarm sounded, and customer experienced symptoms of weakness, dizziness and was provided sugar for treatment. It was further reported customer was taken to a medical center where a blood glucose reading of 250mg/dl was obtained and a urine test detected no ketones. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on the returned sensor patch. Data was extracted from returned sensor using approved software. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. A bluetooth low energy (ble) functionality test was conducted by activating a new unused reader with the returned sensor, and signal and sound icons were activated and there was no disruption in the ble connection between the devices. Upon connecting the reader to the pc, all ble packets were received and bluetooth count and rssi (received signal strength indicator) were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer¿s caregiver reported that the low glucose alarm sounded, and customer experienced symptoms of weakness, dizziness and was provided sugar for treatment. It was further reported customer was taken to a medical center where a blood glucose reading of 250mg/dl was obtained and a urine test detected no ketones. No further treatment was required. There was no report of death or permanent impairment associated with this event.